Event description:
It was reported to boston scientific corp that a resolution clip device was used during a esophagogastroduodenoscopy procedure performed on (B)(6) 2009 (patient exact age is not known, but noted to be in the (B)(6)). According to the complainant, during the egd procedure, the physician positioned the hemostatic clip into the pt's stomach to treat an ulcer. However, when the nurse went to deploy the device, the clip did not detach properly from the catheter. The nurse reported hearing both clicks on the handle during deployment, but she did not move the handle forward after deployment. The clip would not release from the catheter after attaching to the tissue. The doctor pulled the clip to remove the device, and the clip fell off while doing this (no add'l damage was noted to the tissue) into the pt. They did not retrieve the clip, as they are meant to pass naturally. Another of the same device was used to complete the procedure with no complications to the pt. No pt complications were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be fine.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined. (B)(4).